Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that a patient had their device changed out about a year ago or maybe a little over a year ago. The patient confirmed that they replaced device because it had been in for a long time and it got to where it was not working. Patient stated he leaves his device on all the time and he never turns it off. The patient confirmed this was the 2007 implant that was replaced in 2016. The patient stated he talked with a manufacturing representative (rep) and they said the battery needed to be replaced. Patient stated the device was replaced. No further complications were reported. No patient symptoms were reported.